Event description:
The customer reported the sys intermittently would not boot up, or would intermittently shut down. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the ups power supply. The sys operates as intended.